Event description:
On opening the blister pack inside the artisan bone plug box, it was noted that when the scout nurse began to peel the foil, it came apart very easily and looking at the packaging, there was no seal marking that was visible around the rest of the pack. The bone plug was not taken onto the sterile field, and another bone plug was opened instead. The case was completed as planned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.